Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance appeared to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat an existing perforation in a severely calcified eccentric lesion in the moderately tortuous proximal diagonal coronary artery, a 2.8x16 rx graftmaster covered stent system was advanced via radial access but was unable to cross the lesion due to the severe calcification, despite several attempts to cross. The rx graftmaster was withdrawn and an attempt to cross was made with another same size unspecified device, but this device was also unable cross the perforation due to the severity of the vessel calcification. Thus, the patient was alternatively treated via coronary artery bypass graft surgery which successfully resolved the perforation. No additional information was provided.